Manufacturer narrative:
PMA 510(k): - this product is not marketed in the u.s. Work order search: no similar claim was reporter for units within the same lot. Conclusion code: evaluation of the surgery video found - "folded lens inside the cartridge and leading haptic were correct figure. Also, there was no irregularity on trailing haptic. When injecting the lens inside the patient, crack near the haptic was found on the lens inside the nozzle. When the lens was injected, the lens had crack near the haptic. The lens already had crack before it was finally injected into the patient but could be difficult for the doctor to find it. As there was not video available for the setting, it is difficult to tell the reason for the crack but it is possible that the user did not follow the instruction of use." (B)(4).

Event description:
The reporter indicated the surgeon was inserting a ks-1 aq2017v, 25.0 diopter, preloaded injector and it was tougher than usual to push the rod. When handling the screw plunger, the optical part was blocked. A crack was observed near the haptic on the lens inside the nozzle before it was inserted. The surgery was cancelled and there was no health injury.

Manufacturer narrative:
(B)(6). (B)(4).